Event description:
A consumer reported blurry near and distant vision following intraocular lens (iol) implant surgery. A laser treatment was performed. In a follow-up, the pt stated that the iol was eventually exchanged and she is doing "fine." Additional information has been requested from her surgeon.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/06/2010, 01/11/2010, and 01/12/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).